Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor prompted to calibrate the battery. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the battery needs calibration. There was reportedly no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No root cause of the problem was provided, so no details are available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : multiple attempts were made to request information regarding the resolution.